Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler utilized antibiotics and had abdominal discomfort. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic with abdominal discomfort. Peritoneal effluent cultures taken presented with no growth and a white blood cell count within normal limits. The patient was given intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations) prophylactically by the outpatient clinic. The patient was ruled out for peritonitis and the source of the patient¿s abdominal comfort remains unknown; however, the outpatient clinic believes the patient¿s symptoms are from gastrointestinal sources. The patient was admitted to the hospital following an increase of severity of symptoms and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s symptoms, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. It was confirmed the patient¿s symptoms, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler utilized antibiotics and had abdominal discomfort. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic with abdominal discomfort. Peritoneal effluent cultures taken presented with no growth and a white blood cell count within normal limits. The patient was given intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations) prophylactically by the outpatient clinic. The patient was ruled out for peritonitis and the source of the patient¿s abdominal comfort remains unknown; however, the outpatient clinic believes the patient¿s symptoms are from gastrointestinal sources. The patient was admitted to the hospital following an increase of severity of symptoms and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s symptoms, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Correction.

Event description:
The patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler utilized antibiotics and had abdominal discomfort. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic with abdominal discomfort. Peritoneal effluent cultures taken presented with no growth and a white blood cell count within normal limits. The patient was given intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations) prophylactically by the outpatient clinic. The patient was ruled out for peritonitis and the source of the patient¿s abdominal discomfort remains unknown; however, the outpatient clinic believes the patient¿s symptoms are from gastrointestinal sources. The patient was admitted to the hospital following an increase of severity of symptoms and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s symptoms, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue ccpd therapy on the same liberty select cycler at home upon discharge.